Manufacturer narrative:
This supplemental report is being submitted to provide corrections to (d3 address line 1, g1 address line 1, d4 lot number) and the legal manufacturer's final investigation results. Based on the results of the investigation, the broken eye piece was likely attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress; however, a definitive root cause could not be identified. The correct lot/serial number for the affected device could not be obtained, therefore, the manufacturer date could not be obtained (d4/ h4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had half of the eye piece broken off. It is unknown, when the issue occurred. There were no reports of patient harm.